Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to gastrointestinal bleeding. Labs were drawn and an esophagogastroduodenoscopy and push enteroscopy confirmed the gastrointestinal bleeding. The patient was given two units of packed red blood cells and remained in the hospital for 2 days before being discharged. It was reported that the vad functioned as designed throughout the event.

Manufacturer narrative:
Approximate age of device - 1 year and 1 month. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.